Event description:
The user experienced hyperglycemia with blood glucose levels reported up to approximately 400 mg/dl while receiving automated insulin delivery with the ilet. Review of available information indicates insulin delivery was ongoing and the hyperglycemic episode did not require emergency medical intervention or hospitalization for blood glucose management. The user was hospitalized during the same timeframe for an unrelated blood pressure condition, during which the ilet was discontinued and exogenous insulin was administered, after which blood glucose levels improved. No device malfunction was identified, and the cause of the hyperglycemic episode could not be conclusively determined based on the available information. If additional information becomes available, a supplemental MDR will be submitted.